Manufacturer narrative:
Concomitant medical products: product ID 8709sc , serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2022, product type :catheter , ubd: 06-dec-2014, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (1200 mcg/ml) and duraclon/clonidine (800 mcg/ml) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient was having withdrawal symptoms, so they were going to revise the catheter. The reporter stated that he was told there might be more medication in the pump than expected due to potential kinking of the catheter. A catheter dye study was not performed. During the procedure, the catheter was revised. A new sutureless connector was attached to the remainder of the existing catheter. It was noted that they were going to be restarting the fentanyl at 200 mcg/day.

Event description:
Additional information was received that the physician noticed a kink in a piece on the pump side. The compromised section was removed (13cm total) and replaced with a 8578 pump segment to re-attach to the pump. The removed piece was discarded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2022 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative stated that the replacement catheter resolve the issue. There have been no additional issues reported to our local team since revision.